Manufacturer narrative:
Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported. For the first device reported that was used on the same patient, see MDR 3013394970-2019-00203.

Event description:
The user facility reported that two angio-seal vip sheath devices split into two pieces when putting the arteriotomy locator into the sheath. Neither of the devices touched the patient. The procedure outcome was reported to be positive. The patient was reported to be in stable condition. There were no other devices or equipment being used with the reported product. Additional information was received on february 28, 2019. The procedure being performed was a percutaneous coronary intervention (pci) and heart catheterization using a 6fr sheath. The first device cracked around the letter e on the device and the second device cracked around the hole at the tip of the device. A third angio-seal device from a different lot number was used to achieve hemostasis. Additional information was received on march 8, 2019. The devices were not stored in a pyxis system, they are stored in bin in a storage room.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section device evaluated by MFR, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. The hemostasis sheath was returned partially mated with arteriotomy locator and the carrier tube assembly for analysis. No other accessory components were returned with the device. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator. There were broken pieces of the hemostasis sheath visible at the blood inlet holes. No other anomalies were noted with the carrier tube assembly. This report has been deemed manufacturing related and is being further investigated.